Event description:
It was reported that when attempting to remove the air from the catheter by injecting saline into the balloon it didn't inflate and there was leakage. The product was not used the patient. The operation was successfully completed using another product. No injury was reported to the patient.

Manufacturer narrative:
The device was received for investigation. The safety balloon was confirmed to be leaking. While the reported problem was confirmed, the exact root cause of the balloon leaking could not be determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.